Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on (B)(6) 2019 for implant procedure. Upon review, it was revealed that the physician was unable to fix the left ventricular lead into the left ventricle. The left ventricular lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.